Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 30mm mitral annuloplasty ring was implanted and explanted during the same procedure for as it failed to repair the patients native valve. As a result the ring was removed and a 27mm mitral bioprosthetic valve was successfully implanted without issue. No additional adverse patient effects were reported.